Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the implantable cardioverter defibrillator (ICD), the setscrew could not properly be tightened. Multiple screwdrivers were used and they were all unsuccessful. The device was not used, a different device was used, and no issues were noted. No patient complications have been reported as a result of this event.